Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a replacement operation, the right atrial (ra) lead was found fracture and disconnected. After the device replacement, the lead was surgically abandoned in patient's body. No adverse patient effects were reported.